Manufacturer narrative:
The zenith line of products successfully completed the development process in which the device showed to meet all design input requirements and that the design input requirements would meet the needs of the user. Each device is shipped with the instructions for use (IFU) listing the contraindications, warnings, precautions, and the proper deployment procedure. Specifically, the IFU addresses complications could occur from an inaccurate deployment requiring secondary or surgical interventions. No images were provided to assist in this investigation. At this time, we cannot determine the exact cause of the ischemic colitis from the information provided. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male patient underwent aaa repair in late 2008. The physician placed one leg extension graft at that time. The procedure went well at that time. However, the patient was suffering from several other complications and developed ischemic colitis. Patient expired the next day.